Event description:
It was reported that the device was tilted and had perforated the mesentery. On (B)(6) 2011, the patient was implanted with a greenfield filter. The patient had a history of pulmonary emboli. On (B)(6) 2019, the patient received an abdominal CT scan. There was a slight tilt of the long axis of the inferior vena cava (ivc) filter with the apex projecting toward the anterior and to the left. The filter did not appear to abut the wall of the ivc at the apex. There appeared to be filter strut perforation along the left lateral aspect of the ivc, extending approximately 2 mm beyond the confines of the ivc. No further patient complications were reported.